Manufacturer narrative:
It was reported that the ventilator generated several technical error codes. After replacement of several printed circuit boards (pcb), a communication error remained. The breathing control pcb and monitoring pcb was changed in a way that required repair by the manufacturer and the whole ventilator was returned for repair. At the manufacturer, it was found that the breathing control pcb caused the communication error and was replaced. The user interface panel turned black during software loading and the panel pcb was also replaced. The ventilator was returned to the customer in good working order after passed tests according to factory specifications. The evaluation of received device logs confirms the reported technical error codes. The logs mainly show problems during various tests and troubleshooting. The visual inspection of the returned control pcb showed no anomalies. The returned control pcb was installed in the reference ventilator. During start-up, the ventilator showed slow response and the reported communication error appeared. Information was missing on the user interface screen. The problem was permanent. Electrical measurements showed that can-communication with other parts of the system was lost. Ventilation couldn't be started. The conclusion is that the reported errors could be reproduced. The cause is a hardware problem with the returned breathing control pcb. The defective component has not been definitively identified but is considered a random component failure.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a patient category mismatch software error. There was no patient harm. Manufacturer's ref. #: (B)(4).